Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for a patient¿s patent foramen ovale (pfo) closure. During procedure, when releasing the right disc, they noticed that it displayed an asymmetrically increased profile. They recaptured the device, performed a new preparation, and on the second repositioning the same issue occurred. Therefore, they decided to replace the prosthesis to avoid a potentially suboptimal endothelization. A new amplatzer talisman pfo occluder was chosen and completed the procedure.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.